Manufacturer narrative:
Product event summary : subsequently, the device was returned and analyzed. A high current draincondition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
Product event summary : initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed one patient alert for low battery voltage on (B)(4) 2012. When the device indicated recommended replacement time and the voltage was 2.62 v. The weekly battery voltage trend data shows the minimum battery equal to 2.64 v to 2.62 v between (B)(4) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction.(B)(4).

Event description:
It was reported that the device had unexpected longevity and only lasted four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.